Event description:
Portions of a guidewire were broken off in the joint during over-drilling with the router in an anterior cruciate ligament procedure. All the fragments were reported to have been retrieved with no pt injury or surgical complications.